Event description:
It was reported that during a left hemicolectomy procedure, the doctor placed the applier around the ima. As the trigger was squeezed, the clip left the jaws of the device before firing was finished. Additionally, the next clips also misfired. There was no adverse outcome. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.